Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided, which cover the period 11 august 2020 to 21 october 2020 showed that: 32 processing runs were completed in either retort a or b using the "factory 4hr xylene standard" protocol between (B)(6) 2020. 57 processing runs were completed in either retort a or b using the "factory 12hr xylene standard" protocol between (B)(6) 2020. The "factory 12hr xylene standard" protocol, which is of 12 hours and 1 minute duration, has been validated by the laboratory. 20 processing runs were completed in either retort a or b using the "mega long" protocol between (B)(6) 2020. The "mega long" protocol, which is of 24 hours and 37 minutes duration, has been validated by the laboratory. The discrepancy between the measured and calculated ethanol concentration in bottle 9 (ethanol) did not either cause or contribute to the sub-optimal tissue processing reported. There is no evidence in the instrument logs to indicate that any use error(s) occurred during replacement of this reagent on (B)(6) 2020; and this reagent was used to process 4164 cassettes from 27 processing runs. The root cause of the discrepancy between the measured and calculated concentration in bottle 9 (ethanol) is likely to be a either carryover setting lower than that required for the tissue type and size being processed; or processing more cassettes than entered by a user when prompted by the software to enter the number of cassettes. Furthermore, processing with a final ethanol at a concentration below the minimum required, would typically result in underprocessed (soft) samples rather than "chalky, hard, brittle" as reported by the complainant. Information documented by the pas details that the sub-optimal tissue processing reported by the complainant was derived from both the "factory xylene 12 hours" and "mega" protocols; and the tissue types exhibiting sub-optimal tissue processing were "across tissue types including small biopsies", with the affected tissue samples described as "chalky, hard, brittle". The size of the affected tissue samples was not provided. Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations indicate that the "factory 12hr xylene standard" protocol and the "mega long" protocol are not appropriate for processing "small biopsies". The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed.

Event description:
The leica sales and product application specialist, (B)(6) documented the following information provided by the complainant in relation to peloris ii rapid tissue processor serial number (B)(4): "they have been noticing chalky, hard, brittle tissues from their peloris ii (s/n (B)(4)). This has been noticed initially 4-5 weeks ago with small biopsies but now across other tissue types from the overnight run. So far, no tissues have required re-processing. They have checked that the reagent bottles have the correct reagents, even measuring the alcohol, which have the expected gradient. There have been no changes to their reagent supplier or upstream processes. There are no error messages on the peloris but they had experienced a similar issue last year which they think this is happening again this time (please see attached complaint summary). They have no problems with tissues processed in the vip instrument." On (B)(6) 2020, the leica sales and product application specialist, (B)(6) received information from the complainant by telephone that all cases involved in this event were diagnosable. On (B)(6) 2020, the leica product application specialist, (B)(6) (pas) visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint. The pas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured and calculated concentration was found to exceed the acceptable limit of 5% in bottles 6 and 9, in which the measured ethanol concentration was 84% and 75% respectively and the calculated concentration were 90% and 85% respectively. The pas also documented that the tissue samples in 8000 cassettes exhibiting sub-optimal processing, which was "first noticed 4 to 5 weeks ago and gradually worsened", were derived from 30-40 processing runs executed in either retort a or b using either the "factory xylene 12 hours" or "mega" protocols. The tissue types exhibiting sub-optimal tissue processing were detailed as "across tissue types including small biopsies" with the affected tissue samples described as "chalky, hard, brittle". The size of the affected tissue samples was not provided.